Event description:
It was reported the s7-3t transducer was not articulating properly during use. The transducer was associated with an affiniti 70 ultrasound system. There was no patient or user harm associated with this event. Philips has started an investigation and upon completion, a follow up report will be submitted.